Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the adjusting screw fell apart for the sunframe tube-tube clamp and is lost. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The jaw, which was sent has been subjected to an inspection of the manufacturing and material documents, and it was determined that all requirements fully comply with the specifications. Placeholder.